Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable electrode experienced fracture. Due to this, noise and oversensing were observed. Further evaluation of the patient and a potential electrode revision were discussed. This electrode remains in service. No adverse patient effects were reported. Additional information was received detailing that a follow up was performed. Testing of the device was able to reproduce noise and oversensing. X-rays were performed. It was decided to turn the therapy off and another follow up will be performed in the future. This electrode remains in service. No adverse patient effects were reported.